Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, difficulties were encountered while advancing the ultrasonic catheter. Even after replacing the y-valve, it remained impossible to deliver the catheter into the diseased area. Upon removal, the shaft was found to be distorted. The procedure was completed using another of the same device. There were no patient complications, and the patient was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath and the imaging window were kinked. Microscope inspection showed that the guidewire exit port was damaged, but the distal section of the tip was in good condition and the imaging window appeared flattened. Functional test was performed, and no indication of resistance was noted when tracking the guidewire into the catheter. The media returned by the customer was inspected and showed the device partially visible, with the imaging window kinked. (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mildly calcified vessel. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, difficulties were encountered while advancing the ultrasonic catheter. Even after replacing the y-valve, it remained impossible to deliver the catheter into the diseased area. Upon removal, the shaft was found to be distorted. The procedure was completed using another of the same device. There were no patient complications, and the patient was stable.